Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had two failed drawers due to a connection problem. A field service engineer crimped the spade lug connector on the latch harness and reseated it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the 8 tower drawers 2 and 3 were failed and not detected on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.